Event description:
It was reported that a user unintentionally navigated to the fill tubing only page while attempting to view remaining insulin in the cartridge, did not press the press and hold button, disconnected the pump and removed the cartridge, and was guided through a complete supply change; the event involved use of the tubing component and reflected an incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the tubing, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.